Event description:
High impedance was observed on a patient's device during a recent clinic visit. Diagnostics were within the normal limits during the patient's previous clinic visit 3 months prior. The patient was reportedly shocked by an electric fence, but it is unknown if the physician's assistant believed the shock was related to or caused a device issue. The patient was referred for surgery to resolve the high impedance. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
The patient reported feeling stimulation two months after the high impedance was identified and used his vns magnet to inhibit stimulation, since the sensation was uncomfortable. The physician programmed the device off the following day. Although high impedance had previously been observed on the patient's device, according to the company representative, the impedance was reportedly within the normal limits on the date the device was programmed off, possibly indicating intermittent high impedance. No additional relevant information has been received to date. No surgical intervention has occurred to date.